Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to unspecific infection (site of infection not confirmed). There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the infection is located at surgical site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).